Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow and low speed advisory alarms were confirmed through the analysis of the submitted log files. There were multiple low flow hazard alarms captured throughout the system controller event log file when the estimated flow dropped below the 2.5 lpm threshold. The flow decreased from the beginning of the log file until (B)(6) 2018 at 03:51:22, reaching as low as 0.0 lpm. Several low speed advisory alarms were also captured when the low speed limit was set higher than the pump speed. These low speed advisory alarms resolved once the pump speed was set to a value higher than the low speed limit. On (B)(6) 2018 at 07:56:07, the flow rose to 2.5 lpm and remained at or above the 2.5 lpm threshold for the remainder of the log file. Harmonic compensation lvad faults were triggered on (B)(6) 2018 at 07:59:53 and 08:46:50. No additional atypical alarms or trends in pump parameters were captured. The lvad event log file captured the flow mean 1.8 lpm at start of the log file and the flow mean remained below the 2.5 lpm threshold for the majority of the events captured between 06:26:38 and 07:56:07. The log file captured hc_ctrl faults beginning at 08:01:10 through 08:46:51 associated with elevated rotor noise values up to 56 um and a reduction of mean flow values which ranged from 2.6 to 3.1 lpm. The mean flow values ranged from 3.0 to 4.5 lpm for the remainder of the data. Although a specific cause for the events captured in the submitted log files could not be conclusively determined through this evaluation, based on previous complaint experience, the log file data appeared consistent with some material, such as a thrombus, passing through the pump. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Pump thrombosis is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The introduction of the hm3 IFU explains the pump parameters, including flow. The alarms and troubleshooting section explains all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The manufacturer's investigation found an incidental finding in the log file consistent with some material, such as a thrombus, passing through the pump.